Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This event is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest event with subsequent injuries and treatment as alleged to have been caused by the pt's exposure to the product that was administered during dialysis treatment.

Manufacturer narrative:
The event indicated was inadvertently noted as both an adverse event and product problem in the initial medwatch. However, the event is being corrected to reflect an adverse event only. Additional information has been requested and will be submitted upon receipt accordingly. This event is one of two device reports associated with this event. Related MFR #1225714-2015-07525 and MFR #1225714-2015-07526.